Manufacturer narrative:
The customer reported the suspect device will be reworked by their facility biomed with a replacement component display. The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an unresponsive touchscreen display on this ventilator device, while in patient use. The customer stated that the patient was placed on an alternate ventilator device and no patient harm was reported.